Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys vitamin b12 immunoassay and elecsys folate iii on a cobas 8000 e 602 module. The erroneous initial results were reported outside of the laboratory to the internist. A new sample was collected from the patient and the b12 and folate results from this sample were normal. The original sample was then repeated. The sample initially resulted with a b12 value of < 74 pmol/l. The sample was repeated on (B)(6) 2018, resulting with a b12 value of 514.5 pmol/l. The sample initially resulted with a folate value of < 1.45 nmol/l. The sample was repeated on (B)(6) 2018, resulting with a folate value of 17.11 nmol/l. No adverse events were alleged to have occurred with the patients. The b12 and folate reagent lot numbers and expiration dates were asked for, but not provided.

Manufacturer narrative:
The service engineer was onsite and flushed the sample probe. After cleaning the probe, the qc was checked and was within specification. As no other samples have been affected, the issue is consistent with pre-analytical handling.